Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 16jun2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue a review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
(B)(4).

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 16jun2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
(B)(4). Shipping & billing addresses confirmed. No patient involvement. Channel error.